Event description:
Pocket opened to place a new lv lead due to impedance less than 200ohms and intermittent capture at max output. Patient was ppm dependent and after no access for new qp lv lead, physician proceeded with upgrade that required new hft bipolar can. During device changeout, physician plugged in this lv lead and there was a change in previous tests resulting in normal impedance and capture so this lv lead was left implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.